Event description:
A report was received that a pt would be having a pocket revision due to ipg migration. An x-ray confirmed that the ipg has migrated. No date has been scheduled for a revision at this time.